Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a helium indicator on display. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: during preventative maintenance (pm) by a getinge field service engineer (fse) the fse evaluated the unit. The issue with helium indicator on the display was repaired by installing a new press xdcr hi pressure, the he thank cable transducer and the helium tubing assembly. The fse completed the pm with full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during a routine check, the helium indicator for the cardiosave intra-aortic balloon pump (iabp) was on the display. There was no patient involvement, and no adverse event was re ported.